Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
It was reported the patient was back in the hospital, on the report date. ¿the patient was acting the same¿ as when he was hospitalized previously. He was disoriented and confused. On the saturday before the report date, the patient could not recall getting out of bed, getting dressed or talking to his son-in-law on the phone. The managing pump health care provider (hcp) was contacted and wanted a doctor to call him, once the patient got to the hospital. The drugs delivered via the device system were clonidine and dilaudid. Additional information regarding interventions/troubleshooting performed and the patient¿s outcome were requested. If additional information is obtained, a follow-up report will be submitted. There was additional information reported regarding a motor stall and hospital stay that was not relevant to this event and therefore was omitted; (B)(4).